Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿long-term follow-up of a cemented titanium stem¿ by benjamin bloch, et al, published by acta orthopaedica belgica (2015), vol. 81, pp. 225-232, was reviewed. The authors present the outcomes of 42 patients who were implanted with the depuy ultima stem cemented with competitor cement. This complaint captures 40 individual cases in the attached guidance document labeled case 1 through case 40. Two events attributed to competitor cement were excluded from this complaint. Pc-000603203 captures case 1. Case 2-case 40 are linked to pc-000603203. Patient 15 implanted with a cemented ultima stem with a 12/14 taper and a 28-mm cocr femoral head. The cement used was a competitor product. Stem and head revised 7.3 years due to aseptic loosening secondary to femoral osteolysis. Intraoperative findings revealed stem migration of 5-mm. There was no reported product problem with the femoral head and polyethylene cup. There is insufficient information to determine if the cup was revised.